Manufacturer narrative:
The device was sent in for evaluation and the customer¿s allegation was confirmed. The evaluation determined the failure was caused by a faulty main board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the power on the high flow insufflation unit might turn off during use. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and based on the approved final investigation. Correction to h10 device evaluation - the customer's reported malfunction (the device¿s power goes down during the use) was not reproduced. However, olympus found the alarm sounded and all lights went off on the front panel due to faulty main board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the reportable malfunction was observed in march, but the specific date was unknown. The device was inspected before use. The intended diagnostic procedure was completed with a similar device.